Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the pump was hit with a rock and the touchscreen is now shattered. Reportedly, the touchscreen appears to be dark and displays colored lines. There was no impact to customer's blood glucose level.